Event description:
Reporter indicated that a patient was initially doing well with vns, but recently has experienced worsening depression, relationship to pre-vns baseline unknown. Good faith attempts for additional information have been unsuccessful to date.